Event description:
It was reported to boston scientific corporation that resistance was felt when the hydrajagwire was being retracted at the conclusion of the procedure (patient gender, age and weight are unknown). According to the complainant, the guidewire and the sphincterotomy device were removed together, as a unit. Inspection of the guidewire after removal noted that "the yellow-black jacket was peeled" and, reportedly, no part of the device detached or broke. The procedure was completed using another hydrajagwire device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
.No consequences or impact to the patient. .damage, internal/external. Evaluation of the returned device revealed extensive damage to the teflon sheath (approximately 10cm length was split) and an exposed segment of the inner wire. Based on the event description along with the physical condition of the returned device, it appears that the reported malfunction is attributable to procedural use (operational context).